Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was that the atrial lead exhibited intermittent oversensing since (B)(6) 2012. The lead sensitivity was reprogrammed on (B)(6) 2013, (B)(6) 2014, and on (B)(6) 2016 but the oversensing was not resolved. No patient symptoms were reported.

Event description:
New information received stated that the patient was asymptomatic and did not experience any adverse event as a result of the anomaly. The clinic elected to continue to monitor the patient. No changes were made.